Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device battery indicator was "greyed out", when the battery voltage was 2.96 volts. The device was kept inside the night before the scheduled implant, however the battery indicator continued to be greyed out. The device was not implanted. No patient complications have been reported as a result of this event.